Event description:
The customer contacted physio-control to report that a resident at their facility had a cardiac event which required medical attention. The reporter advised that their device had "ok" on the readiness display, however, when they powered the device on, no voice prompts were present. As a result, voice instructions on how to use the device were not available. The end users stopped using the device and performed CPR until additional assistance arrived. The patient was then transported to the hospital. No further details about the patient, or the event, were made available. The patient status is unknown.

Manufacturer narrative:
Physio-control advised the customer that the device was no longer under warranty and is not field serviceable. Physio-control recommended that the customer remove the device from service and purchase a replacement. Physio-control has made multiple attempts to contact the customer regarding patient information but has not been successful. It was later confirmed by the customer that the device was removed from service. It is unknown if the customer will be replacing the device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.